Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that when they are wearing their stimulator and she has it set at a certain level, when she gets up and starts walking or she turns the wrong way or something, it kicks it up probably 3 or 4 times higher than what she normally has it on. Patient tried changing the batteries in the programmer, but she has to actually turn it off and reset it to get it to go back down and that she's having to do that 3 or 4 times a day. Patient felt it in the fall (pt confirmed 2019), but that it only did it a couple times and it just started constantly doing it here lately; it is kind of been a pain in the butt. Patient was redirected to their hcp. No further complications were reported.